Event description:
It was reported that on (B)(6) 2007, a clinical study pt was admitted to the hospital with a fever, back and shoulder pain and dysphagia for solid food. A stomaphyx procedure involving plication of tissue in the gi tract had been performed on (B)(6) 2007. A gastrographin swallow was normal and showed no sign of extraluminal contrast in media. A CT scan showed an abscess above the diaphragm posteriorly close to the spine and esophagus. The abscess was aspirated with a single aspiration and showed an infected hematoma. A performation could not be demonstrated. The pt was put on antibiotics and remained in the hospital for observation.

Manufacturer narrative:
The pt responded well to the antibiotics and was discharged in good health on (B)(6) 2007. In a telephone conversation with the doctor who performed the procedure, it was learned that, "the hematoma may have resulted from one fastener that was accidentally placed way too high in the esophagus, about 5cm above the lower esophageal sphincter in the tubular esophagus. The hematoma then got infected." Analysis of the phone call by the company's chief medical officer concluded that the adverse event resulted from placing a fastener too high in the esophagus, contrary to normal procedure. As a result of the fastener placement and tension on the fastener due to the anatomy of the esophagus (movement), a hematoma developed and got infected.